Manufacturer narrative:
Device evaluation by manufacturer: the pcb device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb 2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 6mm proximal of the distal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon burst occurred. The 80% target lesion was located in the mildly tortuous and mildly calcified arteriovenous fistula. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at nominal pressure under 30 seconds. The device was pulled out from the patient, and the procedure was completed with separate product. There were no patient complications as a result of this event.

Event description:
It was reported that balloon burst occurred. The 80% target lesion was located in the mildly tortuous and mildly calcified arteriovenous fistula. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at nominal pressure under 30 seconds. The device was pulled out from the patient, and the procedure was completed with separate product. There were no patient complications as a result of this event.